Manufacturer narrative:
The device was evaluated. The reported issue was confirmed. Evaluation found the distal end c-cover had a burnt, damaged. Based on the results of the investigation, the root cause cannot be conclusively identified. Probable cause based on the reasonably known information was due to stress, usage with insufficient distance between high-energy endotherapy accessories and the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchovideoscope distal end c-cover had a burnt. There was no patient involvement.